Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was getting some coupling bars or no coupling bars. The patient has had falls occasionally for years, that's part of who they are. Yesterday, the patient was unsteady. Since the new implant, it's been difficult to get all the bars and the implant has been low for the last several/couple days. Possible ins considerations were mentioned by the patient services specialist and recommended them to follow up with their healthcare provider (hcp). No further complications were reported as a result of this event.